Event description:
It was reported that recent electrograms (egms) related to this implantable cardioverter defibrillator (ICD) showed uncorrelated rhythm ID match scores during sinus tachycardia. A few of the plot graphs showed gradual onsets but no offsets. Rhythm ID match scores ranged from 88 to 95 percent. It was noted the patient is very fit and active and cycles four times per week. It was also noted the patient is currently on once daily 2.5 milligrams bisoprolol. Technical services (ts) was asked to advise on how the health care professional (hcp) can improve the rhythm ID match scores or if there is another option for this patient. No adverse patient effects were reported. This ICD remains in service.